Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint that several instrument not working well/not responding. The fse reviewed system logs and observed errors 25930 for universal surgical manipulator (usm) 2 and usm4. Error 31087 also observed on usm4. Both usm2 and 4 were replaced to resolve the reported errors. Set up joint (suj) 1 string pot was also replaced for error 23072. After parts were replaced, the system was tested and verified as ready for use. The affected suj string pot involved with this complaint is a field scrap item and will not be returning to isi for further investigation. Failure analysis confirmed the reported issue. The usm2 (B)(4) was tested on an in-house system and passed normal mode. Contamination on degree of freedom (dof) 5 rotor mirror surface was found. The unit passed in-house tests. Failure analysis confirmed/reproduced the reported issue. The usm4 was installed on the system and it passed normal mode without triggering any error. However, the carriage cover was opened and further investigation found dof 8 rotor mirror was hazy and had green tint. The unit was returned for the secondary reported rfid memory error but the error could not be reproduced. The unit passed all in-house tests but failed friction test due to very slow pitch.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed that several instruments were not working well/not responding. The nurse was sure that this happened on universal side manipulator (usm) 4 and possibly usm2. The customer contacted technical support to attempt troubleshooting. The customer removed all instrument from the system and power cycled. After restarting, the surgeon was able to control all instruments and the procedure was continued. However, the customer reported that after ending the call with technical support, the surgeon was not able to get a stapler instrument to fire and elected to convert to laparotomy. There was no reported patient injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the system was inspected prior to start. The customer called dvstat to report an issue with arm 1 which was unable control with master tool manipulator (mtm). The customer was requested to remove all instruments and perform the emergency power off (epo). After restarting the da vinci system, the surgeon was able to control all arms. A few minutes later the customer had an issue with the stapler which would not fire at all. The surgeon decided to convert the procedure to laparotomy. The surgery was completed and the patient was reported to be doing fine. As a result of the alleged issue, the surgical procedure was delayed by 1 hour due to inoperable da vinci system. The stapler will not be returned to isi for now.